Manufacturer narrative:
The device was returned for evaluation. Product failed functional testing with blank screen when cable assembly is bent near strain relief. Cause of video failure is broken or shorted internal wiring inside of cable assy. Camera head passed functional testing with a known good cable assy installed. A review of the manufacturing records shows that this unit was released to distribution on or about (B)(6) 2015. The complaint investigation has concluded that this unit's cable assembly was possibly damaged by a heavy cart rolling across cable or cable was pinched, thus breaking or shorting out internal cable wiring.

Event description:
It was reported that during the procedure the picture was blanking out. There was a delay of 0-30 minutes. No patient injury was reported. A backup device was available to complete the procedure.